Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement greater than 125 ohms. Possible lead calcification was discussed, as review of shock impedance trends revealed no sudden jumps in measurements. It was noted that there were no episodes of noise or non-sustained ventricular tachycardia (nsvt). Technical services (ts) reviewed troubleshooting options. This rv lead remains in service, and no interventions were performed at this time. No adverse patient effects were reported. Additional information received reported that this rv lead continued to exhibit high out-of-range shock impedance measurements greater than 125 ohms, with a recent measurement of 142 ohms. The patient was seen in-clinic, and a vector breakdown showed the following: rv-to-ra = 175 ohms, rv-to-can = 166 ohms, and ra-to-can = 113 ohms. This rv lead was programmed to initial polarity and maximum energy shocks for continued monitoring. However once the 28-day average reaches 150 ohms, lead replacement is advised. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead was explanted, and likely replaced with a non boston scientific system. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement greater than 125 ohms. Possible lead calcification was discussed, as review of shock impedance trends revealed no sudden jumps in measurements. It was noted that there were no episodes of noise or non-sustained ventricular tachycardia (nsvt). Technical services (ts) reviewed troubleshooting options. This rv lead remains in service, and no interventions were performed at this time. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement greater than 125 ohms. Possible lead calcification was discussed, as review of shock impedance trends revealed no sudden jumps in measurements. It was noted that there were no episodes of noise or non-sustained ventricular tachycardia (nsvt). Technical services (ts) reviewed troubleshooting options. This rv lead remains in service, and no interventions were performed at this time. No adverse patient effects were reported. Additional information received reported that this rv lead continued to exhibit high out-of-range shock impedance measurements greater than 125 ohms, with a recent measurement of 142 ohms. The patient was seen in-clinic, and a vector breakdown showed the following: rv-to-ra = 175 ohms, rv-to-can = 166 ohms, and ra-to-can = 113 ohms. This rv lead was programmed to initial polarity and maximum energy shocks for continued monitoring. However once the 28-day average reaches 150 ohms, lead replacement is advised. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.